Manufacturer narrative:
The reported product is not expected to be returned as adc was unable to request the return of the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via liveagent chat. A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower sensor scan result of 56 mg/dl compared to a reading of 118 obtained on a healthcare professional meter. It is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced any symptoms or if any emergent third-party treatment/medication was provided. The customer indicated they were in the emergency room. There was no report of death or permanent impairment associated with this event.